Event description:
Caller reportedly received the following results on an compact plus, compared to a professional meter, within 10 minutes: 180 mg/dl (compact plus) and 398 mg/dl (hospital's meter) customer states that the people at the hospital gave her a little amount of insulin based upon the reading on their meter. No adverse event reported. Requested return of suspect device and replacement was sent.